Event description:
It was reported that the device was not reading flow correctly when in use on a patient. Adding gel did not help. The device was swapped out for another. No reported patient effect. (B)(4).

Manufacturer narrative:
A maquet service technician has been assigned to evaluate the device. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).